Event description:
On (B)(6) 1998, this patient was implanted with two gore excluder bifurcated endoprostheses as part of a clinical study to treat an abdominal aortic aneurysm. On (B)(6) 2011, follow-up imaging identified a proximal type I endoleak due to disease progression. It was reported that aneurysm enlargement (amount unknown) was also identified. No further adverse events were reported. Additional information has been requested.

Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4).